Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) called in after cancelling a patient treatment during pd training due to "m31 air detected in cassette" alarms. The pdrn stated when she opened the cassette door she saw fluid leaking out of the cycler. Additional follow-up made indicated the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was still being trained on peritoneal dialysis therapy and had not yet started completing pd treatments on her own. The pd rn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy training.